Event description:
It was reported via repair work order that the bed had loss of all functions when unplugged due to the transformer and main dc control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.